Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 500 mg/dl and manual injections were administered to address bg. Customer alleged the pump wasn't delivering insulin. Customer declined tandem technical support's offer to perform a pump system check and declined to provide further information.